Event description:
Philips received information that the customer reported when preparing to perform qa, the operator was not able to deploy the x-ray (CT) flat panel detector. There was no report of harm to a pt, bystander or trained professional as a result of this reported event and no report of a rescan or reinjection associated with this event.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).